Event description:
It was reported by the rep the device was used during a colon resection. It was reported the surgeon was unhappy with the tcr55 reload. He commented that there was excessive bleeding on the staple line after each firing. 05/29/1998 the case was completed with cautery. There was no consequence to the pt.